Event description:
Pump declared altitude alarm 21, an ongoing issue since approximately the week of 9/7/2025. There was no adverse impact to the customer¿s blood glucose level. Customer could not resume insulin after attempting corrective actions advised, and cts planned to follow up for further troubleshooting.